Event description:
Please be advised that while investigating an event involving one of our products, depuy synthes noted a potential adverse event regarding a non-depuy synthes product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Clinical adverse event received for knee clicking.